Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached the elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that both the atrial lead and the left ventricular (lv) lead exhibited high thresholds. The atrial lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.